Manufacturer narrative:
The rods were received for functional and visual testing and the reported event was confirmed. The root cause of the reported event may be related to bending force applied during the distraction sessions and/or patient's daily activities.

Event description:
Information was received that a revision procedure was performed in (B)(6) 2019. Based on engineering  review performed on (B)(6) 2020, it was identified that the rod failed distract. There was no patient injury reported.